Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Initial reporter zip code : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check for label information missing (expiration date) due to unknown lot number. A review of all risk management documents for the product family of the device involved in this complaint (syringe, label information missing) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. CAPA/sa -based on the investigation, no additional investigation and no CAPA/sa are required at this time. DHR review - unable to perform DHR check for label information missing (expiration date) due to unknown lot number.

Event description:
It was reported that 1 bd syringe 3ml needle had label issues. The following information was provided by the initial reporter :   it was reported by the health professional regarding the missing expiration date.